Event description:
A facility reported a microsensor (ID 826631) was placed on (B)(6) 2024. After 4 days, the microsensor could not show the intracranial pressure (icp) readings. The physician changed the icp monitor to connect to the microsensor, but it still could not display the icp readings. Therefore, they retrieved the device and stopped monitoring. The monitor and cable used were icp express, 220 volt (ID 826635) and icp express cable (ID 826636).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The neuromonitor basic kit (ID 826631) was returned for evaluation. Device history record (DHR): the product code 826631 with lot 7225191 sn unknown, conformed to the specifications when released to stock. Failure analysis: internal wires broken and stretched (x-rays). Catheter was stretched along catheter body. No further testing possible. The complaint was confirmed. Root cause analysis: the possible root cause for this issue reported by the customer could be due to incorrect set-up of device and could also be due to mishandling of the catheter.

Event description:
N/a.